Event description:
It was reported that unknown pieces of black material were observed to come from the adj pin collet 2.0-3.2mm during cleaning. There was no patient involvement, and no user injuries or adverse consequences.

Manufacturer narrative:
Upon disassembly, debris was discovered near the collet wedge and small amounts of corrosion were found internally. The presence of corrosion and debris can cause or contribute to metal shavings coming from the device.